Event description:
It has been reported to philips that the azurion system would not turn on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not turning on. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips. Codes were updated based on the investigation outcome.